Event description:
During a surgical procedure the surgeon was using the single use megadyne, monopolar diathermy hand piece. The diathermy sparked, the surgeon immediately stopped using the diathermy, arcing occurred, the stubble on the pt's face caught fire and then ignited the oxygen mask, causing the pt to sustain burns to the right cheek, upper and lower lips and right eye brow.

Manufacturer narrative:
The returned device was visually inspected and no abnormalities were observed. During functional testing, the device performed within specifications. There is no evidence ot reasonably suggest a device defect or malfunction. The most likely cause of the event is related to improper application of electrosurgery in the presence of oxygen and other flammable materials. The device instructions for use appropriately warn against this risk.